Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 11.6 mmol/l. Customer was going to deliver a bolus but the act button doesn't work. Customer stated that all buttons do not respond intermittently. Custom stated that the pump was exposed to body sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly. The insulin pump had a cracked display window, cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.